Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set; a non-tandem produced product and resumed insulin.